Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced display anomaly. It was reported that insulin pump fell and hit the floor causing display screen to partially go blank. Insulin pump would be replaced.

Manufacturer narrative:
The pump had missing segments due to a cracked and bleeding lcd glass. Unable to perform the displacement or self test due to the lcd damage. The pump was received with minor scratches on the display window.